Event description:
A pt reported blood glucose results of 250 mg/dl with a lifescan meter and 350 mg/dl on a lab device, performed within 10 mins of each other. Between the tests, there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The last five results from the reported meter ranged from 159 mg/dl to 382 mg/dl. Test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet rec'd them. If the strips are returned, lifescan will eval them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.